Event description:
It was reported that the battery of this pacemaker was depleting faster than expected. Over the past several months the longevity has decreased from four years to two years. Disk analysis confirmed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the pacemaker remains in service and no adverse patient effects were reported.